Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, then a follow up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was treated with inj. Amikacin ip 500 mg stat and then 100 mg ip once daily (od) and injection (inj) vancomycin ip 1g stat and then 500 mg ip once daily for peritonitis. The patient remained hospitalized. The outcome was unknown.